Manufacturer narrative:
(B)(4). The customer replaced the graphic user interface central processing unit. The service engineer downloaded the software onto the graphic user interface central processing unit. The ventilator passed self tests.

Event description:
It was reported that, during patient use, the ventilator's display went blank. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.